Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin syringe. The customer reports cannula broke off in her arm.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.